Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended testing with shock and reprogramming options. This rv lead remains in service. No adverse patient effects were reported.